Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate (staphylococcus aureus) was misidentified as group b strep (gbs) or streptococcus agalactiae. The user verified the final result using catalase and coagulase. The user also noted performing repeat testing and that the isolate was coagulase positive and beta hemolytic. No health impact or consequence reported. This is report 4 of 4.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA /510(k)#: k020322, k021954, k023273, k023301, k024152, k030677, k031306, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of staphylococcus aureus as streptococcus group b when using phoenix panel pmic/ID-107 (catalog number 448607) batch number 5189208. The customer returned phoenix generated lab reports and an isolate for the investigation. The customer returned isolate was verified and labeled as s. Aureus with a bruker maldi biotyper. To investigate, panels of the complaint batch and control panels from the same material but different batch were tested using in house and customer returned isolates s. Aureus 3605 and s. Aureus a29213 on a phoenix m50 machine and evaluated for identification results. The panels inoculated with in house isolate s. Aureus a29213 tested identified their inoculated isolate correctly. The panels tested with customer returned isolate s. Aureus 3605 identified the isolate as streptococcus agalactiae (streptococcus group b), therefore this complaint is confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate (staphylococcus aureus) was misidentified as group b strep (gbs) or streptococcus agalactiae. The user verified the final result using catalase and coagulase. The user also noted performing repeat testing and that the isolate was coagulase positive and beta hemolytic. No health impact or consequence reported. This is report 4 of 4.